Event description:
The pt started treatments with first stage of aligners, delivered on (B)(6) 2010. The pt first reported symptoms on (B)(6) 2011, but noted the symptoms started in (B)(6) 2010. Symptoms reported: swollen tongue, rash all over face, and on (B)(6) 2011, the pt identified that it was difficult to swallow. The treating doctor stopped the treatments at stage 12 of 18. The pt identified allergies to aspirin, jewelry, metals, penicillin, and seasonal allergies. To alleviate the symptoms, the pt reportedly took a cortisone injection, and is now symptom free. The pt is scheduled to see an allergist. The treating physician believes that the pt could have had a mild anaphylactic reaction, based on the reported breathing difficulties. Thus, this event is being reported.

Manufacturer narrative:
The aligners are not being evaluated as the product performed in accordance to specifications and the device was used in accordance with label indications. The treating physician believes that this could have been a mild anaphylactic reaction, medication was taken by the pt to alleviate the reported symptoms. Without additional medical treatments, info or testing, we are unable to conclude if the device caused or contributed to the pts symptoms, or whether the pt truly had a mild anaphylactic reaction. Thus, this event is being reported.